Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735821r. No parts have been returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting up for a case the camera was unable to clear localizer faulted. Nditoolbox showed that there was a bump error and that the accuracy had to be checked. There was no physical damage to the camera. There was no patient involvement.

Manufacturer narrative:
The lot number of product ID: 9735821r was received. The lot number is p905170. H3: a medtronic representative went to the site to test the equipment. The camera was replaced, passed the system checkout and was found to be fully functional. The camera was returned to the manufacturer for evaluation. Analysis found that the reported issue was confirmed. As reported, a check of the event log of the returned product showed a bump detected in january 2022. The bump was cleared and the product was then fully functional. Analysis found that the reported event was related to an electrical issue. Codes b01, c02 and d02 are applicable to the system checkout and product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.